Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.0/1.0/092 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Excessive vault was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as device.